Event description:
The customer stated that she received a high normal control test result of 165 mg/dl. The customer performed control tests while troubleshooting, and received results of 165 and 164 mg/dl. The range is 88-122 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.